Event description:
It was reported all motors on the bed run when pushing one button. No adverse consequences were alleged. Reportedly, the bed was stuck on a raised position and could not be lowered electronically.